Manufacturer narrative:
(B)(4). Evaluation summary: returned goods lab analysis noted the stent implant was dislodged from the balloon and was not returned, thus confirming the complaint. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. In this case, there was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. The lesion was described as narrow, heavily calcified, and 90% stenosed, which likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgment. All stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending (lad) artery with heavy calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced; however, strong resistance was noted with the proximal area of the vessel. The sds was withdrawn; however, during removal, the stent dislodged in the proximal lad. A snare device was not available in the hospital; therefore, the stent was expanded proximal to the lesion with an additional balloon. The patient was sent to coronary artery bypass surgery for successful treatment of the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up reported will be submitted with all additional relevant information.